Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and power error detected. Customer's blood glucose value was 435 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer was treated with insulin pump. Customer will return device for analysis.

Manufacturer narrative:
Device received with operating currents within specification. Device passed self test, rewind, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. Device received power error due to connector resistance issue. No battery alert noted during testing.